Event description:
It was reported that the needle tip on a bd nexiva¿ closed IV catheter system broke while in the patient. The report is as follows, "catheter tip broke while in patient." No medical intervention was reported.

Manufacturer narrative:
H.6. Investigation summary: DHR: a total of (B)(4) units were manufactured on nfa line 2 from 26oct18 through 1nov18 2 non-related qn¿s were imitated during production and disposition, root cause and corrective actions were applied as per control plan. All other challenge, set up and in process samples were performed and all passed per specifications. Received one 20ga bd nexiva catheter-adapter extension set assembly along with a piece of top web (packaging) from lot number 8297942. Visual/microscopic evaluation: the catheter tip was acceptable per specification with rating of 4. Observed the needle tip had speared through the catheter tubing approx. 3mm above the nose of the adapter. The cut had a v shaped form. Conclusion: indeterminate: the v shaped cut observed on the catheter tubing is supporting evidence the damage was caused by manipulation (re-cannulation) of the device. A definite source that caused the damage observed on the catheter was indeterminate, it is unknown if it happened during manufacturing or during/prior use.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the needle tip on a bd nexiva¿ closed IV catheter system broke while in the patient. The report is as follows, "catheter tip broke while in patient." No medical intervention was reported.